Manufacturer narrative:
(B)(4).

Event description:
It was reported that during mapping procedure, the signals disappeared on the doorway and the carto. The error code 108 was displayed after the loss of signals. Replacing the catheters did not resolve the issue. The case was completed without carto system. Upon follow up, bwi received the information on (B)(4) 2013 (which changed the alert date) that showed the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time.